Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of therapeutic effect starting two days before. It was stated that the wires pulled when the pt moved his neck; he had decreased range of motion. Pushing up on the ins towards the collar bone relieved the tightness of the wires. It was believed that if the ins was moved up 1/2 inch then it would release the tension. When the pt turned his head he saw the wires in his chest. It was further stated that the pt was getting the relief he needed but the leads were interfering with his head movement; he could feel them pull. The extensions were replaced.